Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we received a complaint from another provider reporting the same issues with the citrate tubes. It was reported that tubes are underfilling.

Manufacturer narrative:
Additional information has been received adding to the original lot number provided. In addition to lot 0316278, lot numbers lots # 1165560, and 0345720 have been provided. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1165560. D.4. Medical device expiration date: 2022-03-31. H.4. Device manufacture date: 2021-06-14. D.4. Medical device lot #: 0345720. D.4. Medical device expiration date: 2021-09-30. H.4. Device manufacture date: 2020-12-10. H.6. Investigation summary: no customer samples and 2 photos were received. The photos were visually evaluated with the first photo showing that the amount of blood drawn into the tube is below the minimum fill line on the tube and the customers indicated failure mode of underfill was observed however a specific lot number cannot be seen, the second photo shows the shelf pack label of lot 1165560. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 production lot in-house retention samples from each lot were inspected with 0 visible defects along with functional testing that was conducted and the customer's indicated failure mode of underfill was not observed. Bd was able to confirm the customer¿s indicated failure mode because the photo does show the amount of blood is below the fill line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we received a complaint from another provider reporting the same issues with the citrate tubes. It was reported that tubes are underfilling.